Manufacturer narrative:
Sections with additional information as of 16-sep-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory note: manufacturer contacted customer in a follow-up call on 05-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 161 mg/dl and from meter to lab comparison of 97 mg/dl using truemetrix air meter and 77 mg/dl lab result. The customer¿s expected fasting blood glucose test result range is 80-90 mg/dl and expected non-fasting blood glucose test result is 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 139 mg/dl using truemetrix air meter; customer was not satisfied with the result stating is was high. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/16/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1 : 90 mg/dl date: 07-10-20 time: 07:29 am fasting, result 2 : 161 mg/dl date: 07-09-20 time: 09:17 am fasting, result 3 : 97 mg/dl date: 07-09-20 time: 07:19 am fasting, result 4 : 84 mg/dl date: 07-08-20 time: 04:43 am fasting, result 5 : 87 mg/dl date: 08-07-20 time: 07:08 am fasting.